Manufacturer narrative:
Follow up to be sent if additional information is received

Event description:
(B)(6) reporting the frame is broken right at a weld. (B)(6) reporting this is on the foot spring. (B)(6) states the dealer is going to investigate further into how it happened. No further information provided. The dealer stated bed is broke at a weld. The dealer did not mention injury or property damage.